Event description:
During a calcaneal fracture orif, the surgeon had placed a guide wire, measured and was advancing a screw. During fluoroscopy, he noted that threads to be unraveling. Surgeon removed the proximal portion of the screw, left the threads in the bone, placed another screw and successfully completed the procedure.

Manufacturer narrative:
Subject device was not implanted. Subject device has been received for investigation. No conclusion can be drawn at this time. Synthes is unable to determine the MFR date without a lot number.